Manufacturer narrative:
The investigation into the access site bleeding ¿ minor and the thrombus issues has been completed since the original report was filed. The device was not returned for investigation. The cause of the access site bleeding was most likely lack of vessel recoil onto the sheath since the bleeding was noted after insertion of guidewire reposition unit and it was resolved with placement of femstop. The cause of the thrombus issue was most likely patient condition related.

Event description:
The user facility reported a 60-year-old male in st elevated myocardial infarction was implanted with an impella cp device for mechanical circulatory support. The complainant reported that an implanted impella cp pump experienced an unspecified issue during support attributed to a clot. It was stated that the device had been running without heparin for the entirety of the patient's support due to the patient's bleed risk. The pump was explanted and, upon running the pump in a clean saline bowl, a fibrous clot was observed.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.